Manufacturer narrative:
H3 other text : the device was serviced by a third party service center.

Event description:
A device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and scrapped; there was evidence of foam degradation and foam particles visible.